Event description:
As part of a legal mediation effort on (B)(6) 2013, intuitive surgical inc. (Isi) received information from an attorney representing a patient who underwent a da vinci hysterectomy procedure on (B)(6) 2012 and alleged to have a bowel perforation. No further information is provided at this time.

Manufacturer narrative:
Correction: after further review of this complaint, intuitive surgical, inc. (Isi) did not receive the patient's operative report of the da vinci hysterectomy procedure performed on (B)(6) 2012 as indicated in follow-up 1 submitted on 11/01/2013.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaints was reported relating to this event, isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered surgical complications.

Manufacturer narrative:
On (B)(6) 2012, the patient underwent a davinci robotic hysterectomy. Intuitive surgical was provided with the operative report. Additional information provided includes a post-operative return to the or where the patient's abdomen and pelvis were inspected for previously unseen complications. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. A small amount of residual blood and tissue fluid were seen around the operative site. No evidence of damage to the intestines or other critical structures was found. A proctosigmoidoscopy was performed noting only some blood in the rectum and sigmoid colon without any source of active bleeding. No further clinical information was provided.